Event description:
The complainant reported a patient was implanted with an impella ld device for mechanical circulatory support. While on support, there was bleeding from the red impella plug, and a placement signal failure was noted. The pump was removed due to blood slowly leaking from the red impella plug and placement signal failure. Patient was successfully weaned.

Manufacturer narrative:
The investigation for the reported placement signal and hole in catheter issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.